Manufacturer narrative:
Evaluation summary: reports of degeneration, regurgitation, and leaflet prolapse were confirmed. X-ray demonstrated wireform intact. Leaflet 1 had a tear approximately 2mm long along the free margin near commissure 2 and leaflet 2 had a similar tear approximately 2mm long near commissure 3. Leaflet 3 had an 8mm tear near commissure 1. Leaflet tears in the as received condition may contribute to regurgitation. All three leaflets were thickened and swollen at the commissures and tears. Host tissue on the stent circumference was minimal on both the inflow and outflow aspects. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 290027mm implanted in the aortic position was explanted after an implant duration of approximately 15 years and 3 months due to valve degeneration leading to moderate to severe regurgitation caused by leaflet prolapse. The patient was 64 years old at the time of explant. During the replacement surgery a tricuspid annuloplasty using a 34mm physio tricuspid ring and a replacement of the ascending aorta using a 30mm graft were performed. The patient was noted as to be recovering in stable condition after the procedure. The explanted device was returned for evaluation.